Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 28mm amplatzer amulet left atrial appendage occluder was chosen for implant. Close criteria were met prior to release and the device was successfully implanted. The device was noted to have tire-like shape. However, 24-48 hours post-implant, the device embolized and was located in the left ventricle. On (B)(6) 2023, the device was removed via open surgery. The patient remained hemodynamically stable throughout the procedure. The patient was reported to be healthy.

Event description:
It was reported that on 07 july 2023, a 28mm amplatzer amulet left atrial appendage occluder was chosen for implant using an unknown delivery system. The patient was in atrial fibrillation during the procedure. The mean landing zone was 25mm, and the sizing of the laa was determined using transesophageal echocardiography (tee) and fluoroscopy. Close criteria were met prior to release, and the device was successfully implanted. A tension test was not performed. The device was noted to have tire-like shape. 24-48 hours post-implant, the device embolized and was located in the left ventricle. On (B)(6) 2023, the device was removed via open surgery. The patient remained hemodynamically stable throughout the procedure. The implanter believed that the cause of the device embolization was due to too much forward tension on the cable which de-stabilized the stabilizing wires, as well as the device not being apposed to the tissue in the 0-degree view. The patient was reported to be healthy.

Manufacturer narrative:
An event of device migration was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. However, implanter believed event was due to too much forward tension on the cable which de-stabilized the stabilizing wires, as well as the device not being apposed to the tissue in the 0-degree view. Migration is a possible outcome of the procedure per the amplatzer amulet instructions for use.